Event description:
Patient admitted in late 2008 for chest pain consistent w/unstable angina. Patient underwent cardiac catheterization the next day at 9:27 am. Angio seal deployed in right femoral artery and patient returned to room for recovery at 2:00 pm. Patient was having a normal recovery and suddenly felt a pop in the groin area at 4:30 pm. The patient developed medium sized hematoma on the right groin at the site of the angio seal closure in the right femoral artery. This was intensively compressed and a vascular ultrasound did not show any arterial or venous thrombus or pseudoaneurysm. There was no worsening of the hematoma. Patient was dischargedon two days later.